Manufacturer narrative:
Device evaluated by MFR: the returned device consisted of an embold fibered 3x12 coil system. Visual examination revealed the perforations have not been broken. The delivery wire was inserted backwards in the delivery sheath. Microscopic examination revealed a polymer shaft kink located approximately 16.5cm from the distal coupler. The coil was stretched and detached from the proximal coupler. Both couplers are bent. The couplers remained attached by the pull wire.

Event description:
Reportable based on device analysis completed on 13june2025. It was reported that premature deployment occurred. A 3x12 embold fibered was selected for an embolization procedure. During insertion, the coil prematurely deployed in the truselect catheter. The whole catheter was removed. The procedure was competed with a 2x4 embold device. There were no patient complications as a result of this event. However, device analysis revealed the coil was detached from the coupler.